Event description:
It was reported that the patient experienced no stimulation sensation while stimulation was turned on. The implantable neurostimulator battery voltage was ok, at 2.60volts. The patient had stimulation on for the past year, but was not feeling it. The patient was preparing to go into surgery to have the device changed out. Impedances over 4,000 ohms were read on some of the bipolar pairs at amplitude of 1.5 volts. When the test was ran at 5.0 volts all impedances were between 1600 and 3334 ohms. When ran at 4.0 volts impedances were: 0<(>&<)>1: 2015 ohms, 0<(>&<)>2: 2724 ohms, 0<(>&<)>3: 4000 ohms, 1<(>&<)>2: 2015 ohms, 1<(>&<)>3: 2724 ohms, 2<(>&<)>3: 2015 ohms.

Event description:
Additional information received reported the doctor did some intra-operative testing and determined the extension was responsible for the high impedance. After replacing the extension the impedances were still off so the doctor determined it was the lead. The lead, extension, and battery were all replaced. The patient had gone to surgery knowing the stimulator (ins) needed to be replaced, and ended up getting a new lead, extension, and ins. Following system replacement the system was working and the patient was doing fine.

Manufacturer narrative:
Programmer: model 7439, serial# (B)(4). Accessory: model 3550-09, lot# n0027373. Extension: model 7495-51, serial# (B)(4), implanted: 1998 (B)(6), explanted: unknown. Lead: model 3587a, lot# l48827, implanted: 1998 (B)(6), explanted: unknown.